Event description:
It was reported that the surgical hardware/instruments for a trochanteric fixation nail (tfn) procedure did not line up properly. During insertion of the distal locking screw of the tfn the drill bit used to pre-drill the hole did not line up with the hole in the nail. The distal locking screw was therefore not inserted. All other aspects of the surgery went without any problems. There was no surgical delay. This is report 1 of 5 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The hardware within this medwatch was reported to be implanted, for an unknown reason hardware with the same part number and a different lot number was returned with the other complained devices. A review of the device history records was performed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device was not returned as it has remained inside the patient. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.